Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge and a empty cartridge alarm occurred during fill tubing. The customer's blood glucose level was not impacted. Troubleshooting with tandem's technical support indicated that the customer was able to fill a cartridge with water and was able to resume delivery. Reportedly, the customer would obtain insulin to load into a cartridge. The customer reported that insulin injections would be used in the meantime.